Event description:
On or about (B)(6), 2005, an apogee system with intepro was implanted in the plaintiff to treat her uterine prolapse, cystocele and rectocele. After experiencing bleeding and mesh erosion, on (B)(6), 2010, the plaintiff underwent a second surgery for excision of exposed vaginal mesh. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.